Manufacturer narrative:
The following items were shipped with returned product; unit carton box, tyvek lid, outer thermoform packaging tray, inner thermoform packaging tray and inserter. The following observations were made about the condition in which the returned product was received. The tyvek seal had been removed from the outer thermoform packaging tray. Unable to confirm the presence of a stent in any of the returned items. The inserter was visually inspected and no nonconformities were observed. However, it was noted that residue was on the inserter sleeve and in the inserter tines. The residue had the consistency of dried viscoelastic. The following functional tests were performed on the returned product. The inserter was functionally tested and found to function as intended. Using the same inserter, a new separate stent was re-grasped and released 3 separate times; no issues were identified while retaining and releasing the stent and the inserter functioned as intended. The stent could not be evaluated as it was not returned. No nonconformities were observed during the evaluation of the form, fit, and function of the inserter and no stent was found in any of the returned items. As the stent was not returned and no additional information was provided, it could not be determined what caused the reported issue.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iridodialysis cleft is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during an attempt at istent implantation, the surgeon's visualization was compromised due to iris prolapse and an iridodialysis cleft was inadvertently created. The surgeon indicated that the patient will need additional surgery in order to repair. The procedure was aborted. Additional information has been requested.